Event description:
They checked that mass location was body of pancreas before the procedure in eus. They advanced echo-19 to mass in through the scope. However, the needle didn't puncture to mass in eus. Consequently, the needle was removed out of the scope. So they used another echo-19 device.

Manufacturer narrative:
PMA/510(k) #k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(6) (importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). 1 x echo-19 of lot # c1586988 was returned to cirl for evaluation open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation. The tip of the needle was found to be deformed/bent. Additionally the needle was observed to be kinked below sheath extender. Therefore, following the laboratory evaluation additional complaint file pr 274203 was raised to capture this failure separately. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1586988 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #k083330. (B)(4). Exemption number: e2016031. (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
They checked that mass location was body of pancreas before the procedure in eus. They advanced echo-19 to mass in through the scope. However, the needle didn't puncture to mass in eus. Consequently, the needle was removed out of the scope. So they used another echo-19 device.